Manufacturer narrative:
A follow-up was performed with the key market representative, and the responder reported that the customer decided to have the device serviced by a third-party company. No further actions were performed by philips. It was reported by the km that the device was not returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery that was not charging. The device was in clinical use when the issue occurred. There was no patient or user harm reported.